Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed 6 conforming clips and fed 2 unformed clips due to a damaged antibackup. However, no jamming issues were noted during analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the device fired one clip successfully and then jammed. Another device was used to complete the case with no patient consequence. One device is being returned.